Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges were loose and did not stay on the pump. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose level 365 mg/dl.